Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during basal delivery. Reportedly, the customer dropped the pump before the alarm occurred. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer had manual injections, and inhaled insulin available as alternate insulin therapy.